Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the access system was kinked during recapture. The patient underwent a left atrial appendage closure (laac) procedure. The physician positioned a watchman® access system and advanced a 27mm watchman ® laa closure device & delivery system. The watchman ® laa closure device was deployed in the laa; however, it was not released and required recapture. A kink was identified in the watchman® access system after recapturing the closure device. The procedure was not completed. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR:returned product consisted of the watchman delivery system (wds) and implant inside the shaft of the watchman access sheath (was). The wds was not snapped into the cap of the was. There was blood on the was, wds, and the implant. The implant was removed and the devices were able to be separated with no resistance. There were numerous kinks throughout the shaft. The shaft was buckled 2.5cm ¿ 6cm from the tip. The tip smashed down and damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06806. It was further reported there was difficulty in fully recapturing the device and the access and delivery system were kinked. The watchman laa closure device was about 95% recaptured, so it was removed with a few millimeters sticking out of the access system.